Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause for the foreign objects to remain in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope had foreign objects in the air/water cylinder (tube), air/water channel, auxiliary channel, and in the a-tube in the universal cord. There was no patient involvement.